Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The pump was not returned to tandem diabetes care; therefore, a device evaluation was unable to be performed. Control-iq technology relies on current cgm sensor readings and will not be able to accurately predict bg levels and adjust insulin delivery if for any reason the cgm is not functioning properly. The information provided regarding the event is insufficient for dexcom to perform an evaluation of cgm sensor/transmitter data; therefore, an evaluation is unable to be performed for this event. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 198 mg/dl, and the meter bg reading was 522 mg/dl with a high ketone level identified as dangerous. Customer delivered a correction bolus via the pump to initially address bg. Subsequently, the customer went to the emergency room and was hospitalized where healthcare providers administered intravenous fluids of saline and insulin to address the elevated bg. A system check was performed, and no issues were observed with the pump, pump supplies, or the insulin in use at the time of the event. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer acknowledged the pump was functioning as intended.